Event description:
Information received from the manufacturer's representative reported that the patient had poor coupling with their implantable neurostimulator (ins) and underwent a revision. The patient first started experiencing poor coupling between (B)(6) 2016. Following the revision they were able to get 2 coupling bars. Follow up information received on (B)(6) 2016 from the representative reported that the cause of the poor coupling was not determined. Two different rechargers were tried in an attempt to troubleshoot. As an action to resolve the poor coupling they were going to give the site time to heal. No symptoms were reported.